Event description:
The complainant is a radiologist who is concerned about magnets being promoted for increasing circulation and for treatment of such diseases as asthma, arthritis and diabetic foot problems. He said another physician is promoting the magnets and attempting to convince physicians to invest. Dr feels that the magnets are fraudulent as well as potentially dangerous because pts discontinue their prescription medications.